Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the superficial femoral artery (sfa), it was noted that the 6.0 x 40 mm armada 35 balloon had only one radiopaque marker. The device was removed and replaced with a different balloon. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned to abbott vascular for analysis and the reported missing marker was confirmed. A review of the lot history record revealed no manufacturing nonconformities associated with this lot. Further, a review of the complaint handling database found no similar incidents from this lot. Abbott conducted root cause analysis and found the occurrence to be related to manufacturing. Continued assessment of this issue per site operating procedures is being performed. These devices will continue to be monitored.